Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error and hardware low level failure. The patient¿s blood glucose level was 10.1 mmol/l at the time of the incident. Critical pump error following no low alarm and hardware low level failure appeared before critical pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. Software was downloaded again to the insulin pump. No unexpected hardware low level failures error or critical pump errors (open book image) were noted. (B)(4).